Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to clogging of the jet tube in control unit, water could not be supplied. The flexible printed circuit switch, plug unit, scope connector case unit, cable unit, and circuit board unit in the suction connector had corrosion due to water leakage. Due to wear of angle wire, bending angle in down direction did not meet the standard value. The plastic distal end cover had a dent. Adhesive around the objective lens had a chip. Adhesives around the light guide lens had a white-clouded area. The bending tube was deformed. Adhesive on the bending section cover was cracked. The connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a scope communication error (b30 error code). The device was returned for evaluation. During the device evaluation, it was found that the jet tube had remains of a white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and the device manufacturer date was added to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. Occurrence of the event can be detected/prevented by the following: detection methods are provided in: gif/cf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are provided in: gif/cf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 03-jan-2024.